Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.5mm and there was calcification present extending beneath the aortic annular plane in the interventricular septum. During procedure, when crossing the valve with the wire (prior to pre dilatation) the patient went into complete heart block (chb) requiring pacing support for the duration of the procedure. A pre dilatation was performed using a 23mm balloon. The flexnav was introduced through a 20f non-abbott sheath. The initial flexnav position was too deep on the left coronary cusp (lcc) so was re-sheathed and repositioned. A 2nd attempt also too deep on lcc and the valve re-sheathed again and repositioned where it went deep on lcc again. The valve was then re-sheathed and removed from the body and a new 35mm navitor vision valve and flexnav were loaded as maximum number of re-sheaths was reached on 1st valve. The non-abbott was was also removed and replaced with a another non-abbott wire to allow the delivery system to get to the outer curvature. The new navitor was able to be placed and fully deployed in an acceptable position of ~4mm on the non-coronary cusp (ncc) and 6-7mm on the lcc. Post procedure the patient required a permanent pacemaker implantation due to the chb that occurred at the start of the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.